Event description:
Rptr indicated the handheld would not hold a charge or charge per specification when plugged in. Troubleshooting did not resolve reported issue. The handheld was returned to MFR for analysis.

Manufacturer narrative:
A device malfunction is suspected, but did not cause or contribute to a death or serious injury.